Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Establishment name: nagano prefecture welfare agricultural cooperative federation shimoina welfare hospital the device was returned to olympus for inspection, and the customer's reported issue ¿defective image¿ was not confirmed. The following findings were also noted during device evaluation: adhesive on bending section has a white-clouded area, and a crack, paint on the suction cylinder is peeled, witch button 4 has wear, universal cord has a wrinkle, and several scratches found throughout the device. Three attempts were made to obtain additional information. However, no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had a defective image. Upon inspection and evaluation, foreign matter came out of the nozzle. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.